Event description:
The pt presented with pain and swelling.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: this patient had originally had a duofix knee (B)(6) 2009. It was then revised on the (B)(6) 2010 by dr (B)(6) . (B)(4). The patient again presented with pain and swelling and the knee was again revised on the (B)(6) 2010. Fibrous tissue was found around both the femoral and tibial metaphyseal sleeves. Revised to s-rom hinge. Examination of the returned product was unable to confirm the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Re-opened 2/28/2011: re-opened in order to get a medwatch completed for the -6 product page. Completed on 2/28/2011 as a no. Did not change the outcome of the performed investigation.